Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and valve regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the post deployment canted position of the sapien xt valve with subsequent ar cannot be confirmed. However, it is possible that patient factors (e.g. 22.6mm annular diameter with mild annular calcification) in combination with procedural factors (poor coaxial alignment of the valve/delivery system) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transaortic tavr procedure, a 23 mm sapien xt valve landed in a 10:90 aortic/ventricular (a/v) position at left coronary cusp (lcc) side and 50:50 a/v on the other side resulting in significant regurgitation. A second valve was implanted. After an off-pump coronary artery bypass surgery, access was obtained via the ascending aorta. A 23 mm sapien xt valve was deployed with 1 ml more than nominal volume, but it could not be implanted coaxially. Post deployment, the xt valve position was 50:50 on the non-coronary cusp side and 10:90 a/v on the lcc side. There was more than moderate aortic regurgitation (ar) and post dilation was performed with additional 1 ml of contrast. It was determined that the valve position constituted a risk of migration into the left ventricle and it was decided to implant a second valve. A second 26 mm sapien xt valve was implanted more aortic with 1 ml less than nominal volume. Post deployment, the second xt valve was able to anchor the lcc; however, more than mild ar remained. It was determined that the second xt valve would not expand further if a post dilation was performed because they initially implanted a 23mm valve. The procedure was completed without post dilation. The aortic annulus diameter measured 22.6 mm by CT with mild calcification. The physician mentioned that the guidewire position &#61573;came lesser curvature sided&#63489;nd it was not possible to correct the position by changing the sheath angle; therefore, the valve was not positioned coaxially, which could have caused the malposition.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transaortic tavr procedure, a 23 mm sapien xt valve landed in a 10:90 aortic/ventricular (a/v) position at left coronary cusp (lcc) side and 50:50 a/v on the other side resulting in significant regurgitation. A second valve was implanted. After an off-pump coronary artery bypass surgery, access was obtained via the ascending aorta. A 23 mm sapien xt valve was deployed with 1 ml more than nominal volume, but it could not be implanted coaxially. Post deployment, the xt valve position was 50:50 on the non-coronary cusp side and 10:90 a/v on the lcc side. There was more than moderate aortic regurgitation (ar) and post dilation was performed with additional 1 ml of contrast. It was determined that the valve position constituted a risk of migration into the left ventricle and it was decided to implant a second valve. A second 26 mm sapien xt valve was implanted more aortic with 1 ml less than nominal volume. Post deployment, the second xt valve was able to anchor the lcc; however, more than mild ar remained. It was determined that the second xt valve would not expand further if a post dilation was performed because they initially implanted a 23mm valve. The procedure was completed without post dilation. The aortic annulus diameter measured 22.6 mm by CT with mild calcification.